Event description:
Patient weight obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they spoke with a manufacturer representative that determined the cause of the settings level changing was the implantable neurostimulator due to not having the settings changed for 6 1/2 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient controller had been their main problem for the last two weeks. When they would plug the controller in to recharge it and the controller showed the controller battery had a plug and not a battery percentage. They reset the controller and that worked that time. Patient also had issues where they could not turn the controller on for it would go blank and not turn when nothing is plugged into it. They then plug the controller into the ac and they still got nothing so they reset the controller battery and it worked. Pt noted for a couple years even after getting new equipment the pts rtm had trouble getting a connection when charging the ins, it took up to 3 or 4 minutes to get it where it needs to be to charged up. In last couple years when they would be sent a new paddle it worked for a few weeks and that's it and have to jack with it; when recharging the ins if they were to sit forward they would get excellent and when they leaned back they get try again. During call pt verified no damage to the controller battery compartment or to the controller battery. The issue was not resolved. An email was sent to the repair department to replace the controller battery. When they got done their hcp wanted to get the ins checked out so a lady reprogrammed all of their controller and when they left the appointment and everything was working. Two days later it had not used any battery charge, they recharge every other day. When they looked all the numbers that were programmed were gone, for group a b or c had intensity levels that were all 0. When they programmed it again they set it at 2.8 and when they checked later it went to 2.0. Pt got it to work on that alone and contacted the rep. The issue was resolved now for the intensity levels stayed the same.